Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that an autofill failure/ system failure was found. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: b3, g4 (the correct g4 date in initial MDR is 26feb2020).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) kept generating autofill errors. There was no patient involvement, thus no adverse event was reported.

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) kept generating autofill errors. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The getinge service territory manager (stm) who encountered the issue reviewed the iabp's error logs and found that the unit generated a system failure back in october 2019. The unit then appeared to be set aside and not touched again until the pre-maintenance function checks were performed by stm. During inspection of the unit, fluid intrusion was detected around the pneumatic module assembly, and on closer inspection fluid damage was located on the power management, motor control, and solenoid control boards. To address the issue the stm replaced the power management board, motor control board and the solenoid control board. The stm then ran checks again, and unit continued to fail leak tests and helium regulator calibration. The stm replaced the helium assembly and unit passed the helium regulator calibration. The stm then completed the pm and performed all calibration, functional and safety tests to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.